Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic or hypersensitivity reaction type') in a (B)(6) year-old female patient who had essure (batch no. Cncptv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included vertigo. Current weight (B)(6) lbs. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / vaginal pain during and after sex"), 8 years after insertion of essure. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), depression ("psychological or psychiatric problems condition: depression/anxiety"), anxiety ("psychological or psychiatric problems condition: depression/anxiety"), urinary tract disorder ("bladder or urinary problems or changes; urinary tract"), migraine ("neurological conditions or problems : migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), alopecia ("hair loss") and headache ("pain: head") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity and migraine outcome was unknown and the dyspareunia, female sexual dysfunction, urinary tract infection, depression, anxiety, urinary tract disorder, nausea, vaginal discharge, weight increased, fatigue, irritable bowel syndrome, alopecia and headache had not resolved. The reporter considered alopecia, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, irritable bowel syndrome, migraine, nausea, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received: lot number added. Reporter's information added. Medical history and reporter added. "Injury nos" replaced with new events. Added event's are allergic or hypersensitivity reaction type: migraines, urinary tract infection, apareunia (inability to have sexual intercourse), depression, anxiety, bladder or urinary problems or changes: urinary tract disorder , migraines / headaches/ neurological conditions or problems: migraine, nausea, dyspareunia (painful sexual intercourse)/vaginal pain during and after sex, vaginal discharge, weight gain, fatigue, ibs, hair loss. Updated outcome of events from unknown to not recovered/ not resolved. Concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.